Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections as a backup therapy, and customer technical support arranged to send a replacement pump. The caller received instructions on putting the pump into storage mode before returning it and was advised on the steps to take upon receiving the replacement pump.